Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implantation of the iol had massive deposits on the upper surface. At first they were practically impossible to remove. Surgeon then turned the cannula and went directly to the lens surface with the suction opening. The deposits could be removed to a large extent. Surgeon is curious how the lens looks next week in mydriasis and whether any residue can be removed with the yag laser. The deposits looked kind of greasy to surgeon . Surgeon added that this would fit because they felt so comfortable on the lens. Surgeon said that where these deposits could have come from is a complete mystery to him - they can't come from the cartridge, since the top is inside the cartridge when it is rolled up. Additional information has been received and stated that continued minor deposits on the iol with increased glare sensitivity. As per the surgeon there was no requirement of medical or surgical intervention. However surgeon also mentioned that possibly later attempt yag polishing. The patient was not hospitalized for the event.